Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked display window corners, broken reservoir tube lip, missing o-ring seal from the reservoir tube, cracked reservoir tube near reservoir tube window, cracked battery tube threads, and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call, the insulin pump was damaged. The reservoir chamber was broken, the o-ring was missing, and reservoir wouldn't lock into place. Customer's blood glucose was 69 mg/dl. Troubleshooting was performed and no damage on the reservoir only on the device. She noticed the cracks on the device when she was in bed and noted the device wasn't on her and piece was missing. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.